Event description:
It was reported that during a da vinci surgical procedure, the tips of the fenestrated bipolar forceps instrument were not aligned. There was no report of fragments falling into the patient. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation found that one grip was bent, causing side-to-side misalignment of the grips. There was a .060 offset at the tips. The bent grip exhibited separation of the yaw pulley and pulley cover at the glue joint, indicating overloading at the tip. It was concluded that the damage was likely due to mishandling/misuse. Failure analysis investigation also found that the yaw pulley was broken and missing a piece near the grips. It was concluded that the broken yaw pulley damage was likely due to mishandling/misuse. No other damage was found. The endowrist instruments instructions for use (IFU) specifically states: general precautions and warnings handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. The customer reported complaint does not itself constitute a MDR reportable event; however, the broken yaw pulley with missing material, found during failure analysis investigation, could likely cause or contribute to an adverse event, if the malfunction were to recur.